Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple false button alarms. Reportedly, nothing was holding the button down at the time of the alarms. The customer's blood glucose level was 164 mg/dl. The customer had manual insulin injections available as alternate therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.